Manufacturer narrative:
(B)(4). No sample and/or lot was provided. Further investigation of the complaint is not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nurse noted leakage at PICC site. Closed system assessed and found to be fully connected. Chemotherapy unhooked. Nurse flushed nanoclave at PICC site noted to be leaking. Caresite replaced no leakage noted. No injury reported.